Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the area where the cutter sits was bent. The event occurred during cleaning. There was no harm and delay reported with the event. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated/corrected: it was reported that the area where the cutter sits was bent. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, a 2:1 ratio cutter, a 3:1 ratio cutter, and a 4:1 ratio cutter, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher on january 12, 2018 revealed that the comb was damaged. The calibration was within specifications however the sample mesh could not be performed due to the damaged comb. The 1.5:1 ratio cutter, 2:1 ratio cutter, 3:1 ratio cutter, and 4:1 ratio cutterall produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 12, 2018 which included replacement of the damaged comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the comb was damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.